Event description:
A pt reported they were hospitalized on two different occasions due to their one touch profile reading inaccurately high. The result on their meter was 500, units unk. The result from the lab was unk. The time difference between pt's meter and lab was unk. Treatment was unk. No further info has been reported.